Manufacturer narrative:
(B)(4). The lead has not been returned at this time. If the lead is returned, analysis will be performed and this report will be updated.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise, oversensing and pacing inhibition. The patient was pacemaker dependent at the time. It was noted that the rv pace impedance measurements had dropped a couple months ago, remaining within normal range. A chest x-ray was performed which looked normal. It was then discovered that the patient had an occluder device implanted in their ventricle which had been touching the rv lead. A revision procedure was performed in which the physician attempted to reposition the lead. Ultimately, the rv lead was explanted. A new rv lead was successfully implanted. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead exhibited noise, oversensing and pacing inhibition. The patient was pacemaker dependent at the time. It was noted that the rv pace impedance measurements had dropped a couple months ago, remaining within normal range. A chest x-ray was performed which looked normal. It was then discovered that the patient had an occluder device implanted in their ventricle which had been touching the rv lead. A revision procedure was performed in which the physician attempted to reposition the lead. Ultimately, the rv lead was explanted. A new rv lead was successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations. Patient code 3191 was applied to capture the reportable event of surgery.